Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation the patient came out on + 4d, and not the expected zero. The lens was correctly calculated and it ran smoothly as well. Additional information has been received from the investigator that an incorrect diopter was released.

Manufacturer narrative:
The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. Internal investigation was raised as part of this. The manufacturer internal reference number is: (B)(4).